Event description:
It was reported that the patient never had experienced therapeutic effect from her implantable neurostimulator (ins). She had tried all 4 four of the programs for the ins without success. It was noted that her ins was moving and that it shifted into a position which formed a "pyramid." The patient was scheduled to see her physician (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3093-28, lot #v901067, implanted: (B)(6) 02/10/2012, explanted: na. Programmer model 3037, serial #(B)(4). (B)(4).

Event description:
Additional information was received from the patient's physician that reported the patient experienced pain at the implantable neurostimulator (ins) pocket site. The ins was explanted. The patient outcome was reported as 'no hospitalization.' If additional information is received, a follow up report will be sent.